Manufacturer narrative:
The events of "seroma and lymphoma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and lymphoma-alcl-suspected.

Event description:
Healthcare professional reported left side "developed peri-implant seroma and this was diagnosed as bia-alcl. Device has been explanted. Histopathological markers are not reported, and alcl cannot be confirmed.

Manufacturer narrative:
The event of "lymphoma-alcl" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Continued e.1. Phone number: (B)(4). Additional, changed, and/or corrected data: a2, b2, b3, b5, b6, b7, d4, e1, h6, h7, h9.

Event description:
Healthcare professional reported right side "developed peri-implant seroma and this was diagnosed as bia-alcl. Pathological markers cd30+ and alk- have been received, confirming bia-alcl. Device has been explanted. Total capsulectomy was performed.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: lymphoma: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side "developed peri-implant seroma and this was diagnosed as bia-alcl. Pathological markers cd30+ and alk- have been received, confirming bia-alcl. Device has been explanted. Total capsulectomy was performed.

Event description:
Healthcare professional reported left side "developed peri-implant seroma and this was diagnosed as bia-alcl. Device has been explanted. Histopathological markers are not reported, and alcl cannot be confirmed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with the same lot number were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. A review of the current risk documents was performed in chl-bi family, and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation and, based on the coding matrix for medical devices and human tissue this code is classified as medical event; also, according to the procedure this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma-alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional, changed, and/or corrected data.